Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the interrogation report showed gray bar with question marks on the estimated longevity. It was also noted that the interrogation report displayed "telemery detected during measurements" for the device feature that monitors and captures thresholds. The crt-d remains in use. No patient complications have been reported as a result of this event.